Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a malfunction of the downstream occlusion sensor. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for an alarm/error. During physical inspection, a malfunction was found in the downstream occlusion (dso) seal. There was no patient involvement, no patient injury was reported.